Manufacturer narrative:
A specific root cause could not be determined based on the provided information. No general reagent issue was evident. Possible root causes for this event may be sample quality, improper handling of the reagent or system reagents, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer stated that they had erroneous results for three patient samples tested for the elecsys estradiol iii assay (e2) on a cobas e 411 immunoassay analyzer (e411). The erroneous results were reported outside of the laboratory. All three samples initially resulted as > 11000 pmol/l and repeated as 2000 pmol/l. The customer provided specific data for one patient sample, but there were no discrepancies with this data. No adverse events were alleged to have occurred with the patients. The e2 reagent lot number was 21731303, with an expiration date of 28-feb-2018. A calibration performed on (B)(6) 2017 was within expectations. Data was provided for one quality control level and this was within range.